Event description:
It was reported that the pump exhibited a cassette recognition failure. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and a high pressure and sensor mismatch alarms were noted. The device was visually inspected. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, no further actions were taken. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.